Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specs.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. There were no complications. On (B)(6) 2011, the pt presented with back pain, and expired the same day. The physician suspects either aneurysm rupture or a heart attack, but the cause of death is unk; no autopsy was performed.